Manufacturer narrative:
E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was leaking at well where you connect the device to the units. There was no patient involvement or harm reported

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. No physical damage found upon the visual test. Missing o-rings were found during more testing. The leakage issue was duplicated and confirmed. The missing o-ring is the probable cause. Replaced the o-rings. Device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.